Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a removal procedure due to a broken left l5 pedicle/poly screw underneath the tulip. Originally, the patient underwent l3-l5 posterior instrumented fusion on (B)(6) 2011. However, on an unknown date, the screw was noted to be broken. Thus, a hardware removal was performed where all set screws, rod and pedicle screws were removed and was not replaced. No fragments were generated from broken device. However, screws were removed with little difficulty. The procedure was successfully completed with no surgical delay. Patient outcome was unknown. Original event description: dr (B)(6), (B)(6) hospital, (B)(6) 2019. The patient had a broken left l5 pedicle screw, the screw broke underneath the tulip. The previous operation was l3-l5 posterior instrumented fusion on (B)(6) 2011 at (B)(6) hospital. Dr removed all set screws, rods and pedicle screws. No screws were replaced or available for return. Unknown when screw broke. Patient initials: (B)(6).